Event description:
It was reported that this lead was implanted as part of left bundle branch (lbb). When the patient got up their room the lead got dislodged. Subsequently the physician elected to use a new 7842 lead instead of the lead that had dislodged and explanted this lead. No additional patient adverse effects were reported. This lead is not expected to return for analysis.